Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely a design change of the operational amplifier circuit on the patient circuit board (dr board) was performed on april 16, 2018, with updated devices shipping after june 13, 2018. Since this product was manufactured before the design change was implemented, the dr board likely caused no image from 180 series endoscopes.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility informed olympus that the connection is secure, and the device is set up properly. The customer decided not to repair the device as it is a spare part. There was no patient involvement. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that the video system center is not putting out a video when it is connected to the scope. No patient injury was reported. No additional information has been obtained.